Manufacturer narrative:
Device alarmed a21 after battery change and resets time or date to factory default due to c13 voltage leak at interface board. However, device passed the self-test and displacement test. No unexpected a17 alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unexpected restart insulin pump error twice during week. The customer's blood glucose level was 371 mg/dl at the time of the incident. The device will be returned for analysis.